Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 100mcg/ml at 15mcg/day via an implantable pump. It was reported the patient¿s pump was flipping. The pump had come loose from its sutures. The e nvironmental, external or patient factors that may have led or contributed to the issue was the patient¿s tissue was not stable per the physician. There was no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was a pocket revision. The pump was anchored with new sutures. The catheter aspirates easily and without issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.